Event description:
About 6 months ago, pt started using the "nova max glucose test strips" manufactured by nova diabetes care. Not long after that, he started having abdominal pain. He went to the hospital and did a liver test. From his result, he was told that he had a high count of liver enzymes and that his liver was inflamed. After doing an ultrasound, the liver doctor prescribed pain medications for him. He was then scheduled for an upper gi exam, after which he was told his stomach was also inflamed. Medications were prescribed and he went on vacation. During this time, his sugar readings were constantly high and he kept administering insulin accordingly. When he got back from vacation on (B)(6) 2013, he received a letter from the manufacturer stating that on (B)(4) 2013 the test strips had been recalled. This implied that the high readings he had been getting from the test strips had been erroneous; which meant that he had been overmedicating himself with insulin. This is how, he says, he ended up with a liver damage. He called the manufacturer and was informed that a new test of test strips would be mailed to him. (Which has been done). They also asked him to send back the recalled batch. So far, he was refused to do so. He says looking at all the trouble he has gone through, the manufacturer owes him more than just a replacement. He is considering a lawsuit.